Manufacturer narrative:
Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. No image from the device was reproduced in the repair center. Additional device evaluation findings were as follows: the echo signal missing from ultrasound image, the forceps passage was leaking at the biopsy channel, the bending section was loose, the back cover was loose, the bending section cover rubber was cracked, and the angulation was out of specification. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii ultrasonic bronchofibervideoscope had no image. The issue was observed during preparation for use for a therapeutic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the device had no image but the cause could not be specified. Olympus will continue to monitor field performance for this device.